Event description:
On (B)(6) 2019, the customer reported that the ort100 table foot pedal was very difficult for locking and unlocking the table rotation. There was no patient involvement.

Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue. The cse found the rotational locking mechanism not functioning properly. The rotation could be locked by hand but failed to lock by using the foot pedal as intended. The cse replaced the entire locking mechanism and informed the customer technician that the cause of the malfunction was due to improper use of the foot pedal. The cse instructed the technician on the proper use of the foot locking mechanism. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.